Event description:
It was reported that a malfunction alarm intermittently occurred. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 255 mg/dl.